Event description:
It was reported that "air was not going through the hose of the product to adapter" of the hand piece device. It was unknown to the reporter if the event occurred during set-up or surgery. The reporter stated there were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordinglly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that air was not going through the hose of the product adaptor. A functional assessment was performed and it was observed that there was a hole near the pressure relief valve. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.